Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The reporter alleged that a female friend (patient) experienced "cellular death, fried throat, gums and skull melted" as well as the patient's "mouth and vagina shrunk" after having the laser procedure on the face approximately 5-6 years ago. The treating physician's office indicated they have not received any report of issue from the patient. Additional information has been requested but has not been received.

Manufacturer narrative:
No additional information has been received. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Review of the service records showed that the system performed within specifications. According to fraxel dual user manual, the following complications may be associated with the non-abalative fraxel dual 1550/1927 laser systems: edema, erythema, itching/dryness of the treated area, petechiae/pinpoint bleeding, laser cuts, blistering and burns, discoloration, eye injury, infection, keloid formation, prolonged redness, scarring, delayed wound healing/skin textural changes, temporary bruising. Based on the available information, no causal factors can be determined as the root cause of the reported event.